Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: the device was broken shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: broken is found with the following conditions: sharp edge on posterior assessed as unidentified (tear) opening, striated edge on radius due to surgical damage and two striated openings. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: sharp edge on posterior assessed as unidentified (tear) opening, striated edge on radius due to surgical damage.-two openings striated assessed as surgical damage. Missing shell assessed as inconclusive. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side lymphadenopathy. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.